Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "patient circuit occluded" (diagnostic code 1201), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm, "patient circuit occluded" (diagnostic code 1201), had occurred. The alarm was confirmed in the event log. Blower rotations per minute (rpm) was 3000 with no flow or pressure and did not increase when pressure was applied. The connection from the blower to the motor controller (mc) printed circuit board assembly (pcba) was confirmed to be good. The remote service engineer (rse) then advised the customer to replace the blower assembly. The rse provided the customer with the part number of the blower assembly to order and replace.